Event description:
It was reported "we are in an impass with the child who was operated for a sarcoma proximal tibia which presented in december a hyper rotation on the segment of the leg. It was a prosthesis of resection tibia proximale. The leg turned practically 80deg probably in the implant as it does not appear on tibia."

Manufacturer narrative:
Reported event an event regarding extraordinary rotation after a trauma involving a patient specific jts proximal tibia was reported. The event was confirmed by medical review. Method and results product evaluation and results: not performed as no items were returned. Clinician review: a review of the provided x-rays indicated "both the femoral and the tibial stems are in good fixation; however, the femoral component is in internal rotation compared with the tibial component, which is in external rotation judged from the rotation of the foot. This is possibly due to the disassociation with the hinged joint between the femoral and the tibial components. The knee joint is in valgus. This radiographic observation confirms the reason for revision.". Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 31mar2017 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 12apr2016 to present for similar reported events regarding trauma on tibial component of jts proximal tibia. There have been no other events. Siw will continue to monitor for trends. Conclusions: the investigation concluded that the extra rotation of the tibial component was caused by a trauma. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device evaluated by MFR: device not available.

Event description:
It was reported "we are in an impasse with the child who was operated for a sarcoma proximal tibia which presented in december a hyper rotation on the segment of the leg. It was a prosthesis of resection tibia proximal. The leg turned practically 80deg probably in the implant as it does not appear on tibia."